Event description:
It was reported that the device failed remediation. The investigation also found that the dso seal was delaminated.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated and the latest software was downloaded. A delaminated dso seal was also found during the investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.